Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Software error detected alarm found in the insulin pump history. Problem isolated to electronic assemblies as per global logic analysis. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.